Manufacturer narrative:
A customer from the (B)(6). During a validation study, generated positive results using the cobas® sars-cov-2 test and negative results on the semi-automated seegene assay. The customer then repeated the samples again on the nimbus seegene platform and the results were positive and in line with the cobas® sars-cov-2 test. Therefore, allegation of a false positive was determined to be a true positive result based on reproducible results generated with a competitor assay. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6). During a validation study, generated positive results using the cobas® sars-cov-2 test and negative results on the semi-automated seegene assay. The customer then repeated the samples again on the nimbus seegene platform and the results were positive and in line with the cobas® sars-cov-2 test. No information regarding sample collection or workflow is available. Although the affiliate mentioned the expected result for these samples is not known, the results aligned with the two assays. The negative result produced by a competitor assay appears to be a false negative and is the result that should be questioned. The allegation of a false positive was determined to be a true positive result based on reproducible results generated with a competitor assay. No data was provided for this case. A search did not identify any related capas, trends or product issues.